Event description:
Our affiliate is reporting that a pt had a surgery, for rotator cuff repair in 2005. One panalok was used in the repair. By 2005 the patient had a fever and a fistula at the op area, the fistula was drained. The drained fluid was cultured and found to be pseudomonas putrefaciens. There was no bone destruction and an MRI revealed no fluid collection.